Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4) upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product code: phx. Concomitant products: 110031418 36mm brng std 64653419; 110031405 hmrl tray 64607897; 118000 taper adaptor 559650; 010000589 bsplt ha+adptr 224960; 405800 rev shldr 9in steinmann 270200. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02149, 0001825034 - 2021 - 02150, 0001822565 - 2021 - 02014.

Event description:
It was reported that patient with a reverse shoulder dislodged her glenosphere approximately four months later and opted to wait six months for a revision despite surgeon's request to revise sooner. Glenosphere at point of dislocation created extreme poly wear and caused significant wear to the mini baseplate and warping of the mini baseplate. Attempts have been made and no further information has been provided.